Manufacturer narrative:
UDI information-(B)(4). The device was received for evaluation. Shock cushion has moved forward causing it to not lock properly. The lock had both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; unit received with a competitor's 80# torque knob; the price does not reflect the replaced of the torque knob. No device history record (DHR) review was possible as no serial number was provided. The reported complaint was confirmed. The observed conditions were consistent with improper handling/ wear and tear. The definite root cause could not be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00422.

Event description:
This is 2 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp was faulty on the end where they swivel (on the side that has two pins) and was not locking properly. There was no known patient injury nor delay in surgery.